Manufacturer narrative:
On (B)(6) 2019, mentor completed evaluation of the device. Device evaluation summary: the analysis results showed that the device there was a tear located in the union between the valve and the patch. Microscopic examination was performed. No evidence of instrument damage was observed. No additional anomalies were observed. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with unspecified 375cc saline mentor breast implants and experienced deflation on the left side post-operational. As a result, the patient underwent device removal and replacement with mentor smooth round moderate plus profile breast implants, catalog numbers 350-2450 on the left side and 3502475 on the right side, serial numbers (B)(4) on the left side and (B)(4) on the right side on (B)(6) 2019.